Manufacturer narrative:
The investigation was completed by analyzing the returned product and reviewing the device history record. The polyaxial screw met product specifications. Based on the physical evidence and reported information, the most probable cause of the damaged screw was failure to properly align the axis finder when inserting the closure top into the head of the screw.

Event description:
In 2007, a patient was undergoing a 2 level unilateral lumbar fusion from l4-s1. During the surgery, the surgeon had difficulty with placing the axis finder within the head of the screw and the screw splayed open resulting in a failure of the screw to accept the closure top. The surgeon removed the screw and replaced it with another without injury to the patient. The surgery was delayed about 60 minutes.